Event description:
The surgeon inserted a aq2017v 3 piece silicone lens. The lens broke in half as it entered into the patient's eye. Patient contact, no patient injury. Additional information has been requested from the user facility.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that that the lens optic was torn. There was surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. If should be noted that the injector and cartridge was not returned for evaluation.